Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative (rep) regarding a patient implanted with an implantable neurostimulator. It was reported that the burr hole screw was not working. The neurosurgeon went to place the burr hole on the left head. The right screw would tap and was partially screwed into the skull. The left side burr hole screw would not tap into the skull despite efforts to re-adjust and reposition. Burr hole was removed and a new burr hole kit was opened. The new burr hole was implanted successfully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.